Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue was confirmed. The suction port at the rear body unit was observed to be damaged (with broken off pieces). There are no other defects noted during the inspection. Review of device history records showed the product met all specifications upon release. No abnormalities were found. Based on the device inspection results, physical damage to the suction port was most likely due to user mishandling. To avoid inadvertent damage, the IFU (instruction for use) states "this product is a precision device; handle it with care. Avoid rough or violent handling, which may cause equipment damage. Olympus will continue to monitor complaints for this device.

Event description:
During preparation for use prior to a shockpulse procedure the device suction port was reported to be broken. The same device was used for the intended procedure. No other details provided. There was no patient harm or user injury reported due to the event.